Event description:
The report received from the (B)(4) database states that approximately 6 hours post-procedure, the patient had a transient episode of weakness in the right upper extremity along with same confusion. At that time, he was also noted to be hypotensive. The patient is a (B)(6) male with an 85 to 90% stenosis of the left internal carotid artery. The patient was enrolled in the (B)(4) study for stenting of the carotid artery. Using an angled glidewire and a bernstein catheter, selective catheterization of the left common carotid artery was performed. This showed the lesion to be quite severe in the range of 90%. A 6-french shuttle sheath was advanced with its tip positioned in the distal common carotid artery. A 6 mm angioguard embolic protection device was then advanced through the shuttle sheath and then into the internal carotid artery. The physician had great difficulty advancing the angioguard distal to the area of stenosis because of a 360 degree loop in the distal internal carotid artery and because of the very high level of the stenosis. This left an insufficient straight segment-of the distal internal carotid artery to work with. With these efforts, the shuttle sheath backed out of the left common carotid artery, even though it had been placed quite distal into that vessel just proximal to the level of the carotid bifurcation. Even with the 0.014 inch wire of the angioguard device, the physician still had difficulty, causing the shuttle sheath to prolapse into the aortic arch. At this point, the physician removed the angioguard device and started over gaining access into the left common carotid artery. The physician then advanced the bernstein catheter into the external carotid artery and exchanged it for an amplatz wire.

Manufacturer narrative:
The report received from the sapphire database states that approximately 6 hours post-procedure, the patient had a transient episode of weakness in the right upper extremity along with some confusion. At that time, he was also noted to be hypotensive. The patient's medical history includes severe pulmonary disease, hyperlipidemia, clinical copd, history of smoking and hypertension wit high risk criteria of severe pulmonary disease and high cervical ica lesions or cca lesions below the clavicle. The patient is a (B)(6) male with an 85 to 90% stenosis of the left internal carotid artery. The patient was enrolled in the sapphire study for stenting of the carotid artery. Using an angled glidewire and a bernstein catheter, selective catheterization of the left common carotid artery was performed. This showed the lesion to be quite severe in the range of 90%. A 6-french shuttle sheath was advanced with its tip positioned in the distal common carotid artery. A 6mm angioguard embolic protection device was then advanced through the shuttle sheath and then into the internal carotid artery. The physician had great difficulty advancing the angioguard distal to the area of stenosis because of a 360 degree loop in the distal internal carotid artery and because of the very high level of the stenosis. This left an insufficient straight segment-of the distal internal carotid artery to work with. With these efforts, the shuttle sheath backed out of the left common carotid artery, even though it had been placed quite distal into that vessel just proximal to the level of the carotid bifurcation. Even with the 0.014 inch wire of the angioguard device, the physician still had difficulty, causing the shuttle sheath to prolapse into the aortic arch. At this point, the physician removed the angioguard device and started over gaining access into the left common carotid artery. The physician then advanced the bernstein catheter into the external carotid artery and exchanged it for an amplatz wire. The physician re-advanced the shuttle sheath into the distal common carotid artery and placed it just proximal to the bifurcation. The physician elected to use a 0.035 inch stiff glidewire as a buddy wire and was able to advance it through that loop. Unfortunately, the loop did not straighten, but it allowed the physician to introduce a 5 mm angioguard device. The physician was able to advance the device into a curved area beyond the stenosis in the left internal carotid artery. Pre-dilatation was performed with a 4 x 20 mm balloon (cordis aviator). The balloon was then removed and the physician deployed an 8 x 30 mm cordis precise stent. The physician then performed post-dilatation with a 6 x 20 mm aviator balloon. The angioguard device was successfully retrieved. Completion angiograms were then obtained, which showed mild residual stenosis within the stent. The completion angiogram of the neck showed excellent position of the stent and brisk flow with no complications or other problems. Treatment of the left internal carotid artery was successful. Postoperatively, the patient did very well and was neurologically intact. The patient was then reexamined in the recovery room approximately 2 hours after completion of the procedure. He was still doing very well and neurologically intact. He was completely alert and coherent. The procedure and the findings were discussed with him and with his family. Several hours postoperatively (approximately 6 hours postoperatively), he had a transient episode of weakness in the right upper extremity along with some confusion. At that time, he was noted to be hypotensive with a blood pressure in the 90 to 95 mmhg systolic [his baseline had been in the 170 to 180 mmhg systolic). He responded well to intravenous fluid bolus and remained completely asymptomatic and neurologically intact after that. A stroke alert was called and he had a neurology evaluation. The head CT scan was negative. Other than this transient episode, the patient's course remained uneventful and he remained neurologically intact until his discharge. Because of concerns about borderline hypotension as well as the neurological episode, and his family's discomfort with early discharge, the patient was kept for observation for an additional day. On the second postoperative day, he was still doing great with no issues. He was neurologically intact. The patient was discharged two days post procedure. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Hypotension, hypoperfusion and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. Aphasia, as a symptom of tia, is a well-known potential adverse event associated with the carotid stent implantation procedure. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
The physician re-advanced the shuttle sheath into the distal common carotid artery and placed it just proximal to the bifurcation. The physician elected to use a 0.035 inch stiff glidewire as a buddy wire and was able to advance it through that loop. Unfortunately, the loop did not straighten, but it allowed the physician to introduce a 5 mm angioguard device. The physician was able to advance the device into a curved area beyond the stenosis in the left internal carotid artery. Pre-dilatation was performed with a 4 x 20 mm balloon (cordis aviator). The balloon was then removed and the physician deployed an 8 x 30 mm cordis precise stent. The physician then performed post-dilatation with a 6 x 20 mm aviator balloon. The angioguard device was successfully retrieved. Completion angiograms were then obtained, which showed mild residual stenosis within the stent. The completion angiogram of the neck showed excellent position of the stent and brisk flow with no complications or other problems. Treatment of the left internal carotid artery was successful. Postoperatively, the patient did very well and was neurologically intact. The patient was then reexamined in the recovery room approximately 2 hours after completion of the procedure. He was still doing very well and neurologically intact. He was completely alert and coherent. The procedure and the findings were discussed with him and with his family. Several hours postoperatively (approximately 6 hours postoperatively), he had a transient episode of weakness in the right upper extremity along with some confusion. At that time, he was noted to be hypotensive with a blood pressure in the 90 to 95 mmhg systolic [his baseline had been in the 170 to 180 mmhg systolic). He responded well to intravenous fluid bolus and remained completely asymptomatic and neurologically intact after that. A stroke alert was called and he had a neurology evaluation. The head CT scan was negative. Other than this transient episode, the patient's course remained uneventful and he remained neurologically intact until his discharge. Because of concerns about borderline hypotension as well as the neurological episode, and his family's discomfort with early discharge, the patient was kept for observation for an additional day. On the second postoperative day, he was still doing great with no issues. He was neurologically intact. The patient was discharged two days post procedure. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.